Event description:
The customer alleged they received questionable cardiac t results on their cobas h232 meter, serial number (B)(4). While the cardiac t test strips are sold in the united states, the cobas h232 meter is not sold in the united states. The doctor complained that the cardiac t results from the h232 meter did not correlate with the patient's condition. The patient was diagnosed with non st elevation mi and other cardiac markers were high. The patient's first cardiac t result was <50 ng/l and was negative. This result was reported outside the laboratory. The customer stated the sample was not icteric, hemolytic, lipemic. On (B)(6) 2014, the customer had another sample tested with cardiac t strips on the h232 meter and the result was also <50 ng/l and negative. On (B)(6) 2014, the patient's original sample was sent to another laboratory and was tested on a cobas 6000 e601 module with troponin t hs. Troponin t hs is not sold in the united states. The troponin t hs result was 29 ng/l. The troponin t hs result was also reported outside the laboratory. This result corresponded to the result from the h232 meter and the doctor accepted it. The patient was not adversely affected by this event. An investigation was performed on retention cardiac t tests strips from lot number 28159410 using a qualified h232 meter. All the results fulfilled the requirements.

Manufacturer narrative:
A root cause could not be determined. Retention testing was within specification. The customer's meter and strips were not returned for investigation.

Manufacturer narrative:
This event occurred in (B)(6).